Event description:
It was reported that the patient presented to the emergency room with the right atrial (ra) lead partially exposed from the skin. The patient was treated with antibiotics. The implantable cardioverter defibrillator (ICD) was moved to a new location and the tissue was cultured. It was observed that there was low atrial impedance and high atrial thresholds. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2003; 5071-53, lead, implanted: (B)(6) 2003. (B)(4).